Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure modes for cocked stopper and underfill were observed. Ninety (90) retention samples from bd inventory were evaluated by visual examination and the issue of cocked stopper was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of cocked stopper and underfill based on the returned photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were seen underfilled and with slanted caps. No patient impact was reported. The following information was provided by the initial reproter: user observed an underfilling of tube and related it to be potentially caused by the slanted tube cap.